Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity warning was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and rv lead impedance variation. Five days later a rv lead noise alert had triggered. There was also a high amount of short v-v intervals. It was also noted that the rv bipolar impedance spiked in recent days and the r-wave amplitudes dropped markedly. There was also intermittent high rv pace/sense impedance. The patient was scheduled for a lead revision procedure. At the rv lead revision procedure the physician confirmed that the pin of the rv lead was past the setscrew. The setscrew was confirmed to be engaged with a firm tug test. The rv lead was then removed and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there could possibly be a fracture of the right ventricular (rv) lead.